Manufacturer narrative:
Field service engineer found the close couple device camera on this unit was not producing a proper image. Fse informed customer and (B)(4) (3rd party service) that the camera needed to be replaced. (B)(4) and customer decided to replace camera, not using lf parts and service. The hut system was not returned to customer for service.

Event description:
On (B)(6): customer reports staff performing a urology procedure when system failed to produce enough x-ray to get through the patient. Customer provides no patient or procedural information other than to say patient moved to another room and procedure was completed without further incident. No reported injury.